Manufacturer narrative:
It was reported that medical intervention was required and a doctor needed to administer an anti-allergic agent. The nature of the anti-allergic agent administered was not disclosed. It was also reported that the pt had the same brace a year prior to this incident and despite experiencing a light cutaneous reaction at that time, they elected to use the brace again. The device was not returned for further investigation. A biological evaluation report performed by (B)(4) for the product assembly materials was reviewed. This report was done according to the iso 10993-5 standard. The material passed this evaluation. Determination for whether or not additional biocompatibility testing needs to be performed is still being evaluated.

Event description:
On (B)(6) 2012, received a complaint that a pt was having an allergic reaction (acute cutaneous reaction) on their arm while using the product. It was also reported that medical intervention was required and a doctor needed to administer an anti-allergic agent. It was also reported that the pt had the same brace a year prior to this incident and despite experiencing a light cutaneous reaction at that time, they elected to use the brace again. The device was not returned for further investigation.